Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent irrigation and debridement due to hematoma and trochanteric fracture on (B)(6) 1999 and radical debridement due to infection on (B)(6) 2000. No further information has been provided.